Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the distribution node to rear therapy electrode cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force no adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run incoming testing.